Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference manufacturer report: 1627487-2018-02448. It was reported the patient had discomfort around the lead site. Reportedly, the patient experienced burning pain at the lead location. The patient turned stimulation off, and the pain persisted. A company representative instructed the patient to make an appointment with their physician. It was determined the patient had an infection at the lead site and at the ipg site, the culture showed pseudomonas, the patient was on antibiotics and the scs system was explanted.